Manufacturer narrative:
H3. Device reported to be defective was rec'd by MFR and evaluated on 9/3/1997. Sample was leak tested, and visually inspected, and no leakage or tubing separation was observed.

Event description:
Customer reported: "rn called by parents saying y connector was leaking. Rn found a small amount of lipids leaking." No pt injury was reported.